Event description:
It was reported that the device went into backup vvi. A device download was successfully performed however the device would reenter bvvi as programming configurations were made. Device was explanted and replaced. Patients condition was good.

Manufacturer narrative:
(B)(4). The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was noted to be the cause of the reported backup vvi.